Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient presented remotely via a merlin.net transmission. Upon review, the device exhibited ventricular non-capture. Programming changes were made. The patient will continue to be monitored normally.